Event description:
It was reported that there was a malfunction occurred. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided assistance with resetting the pump as the malfunction code was resettable. After the reset, the malfunction did not recur, and the customer was informed they could continue using the pump but should call back if the issue reappears. The customer acknowledged and understood the guidance provided.